Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the suction cylinder had no color, the label on suction connector was peeling, due to wear of angle wire, bending angle in up direction did not meet the standard value, the probe cover had a crack, the adhesive on bending section cover had a crack and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the gastrointestinal videoscope had an angulation malfunction issue, and insertion tube defects and rubber issues. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a whitish foreign material inside the air/water cylinder and air water tube. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.